Event description:
It was reported, "procedure - arterial vascular prosthesis implantation. The patient was burned during surgery. According to the operator's observation, the aluminum was partially exposed and there was a burn mark. The size was 5mmx5mm. - degree of burn unknown. It is unknown if the burn was treated " photograph of the burn shows a minor burn probably second degree - small 5mm round blister.

Manufacturer narrative:
The device has been returned to conmed; however, the quality engineering evaluation has not yet commenced.a supplemental report will be submitted on completion of the quality engineering investigation.

Manufacturer narrative:
Conmed macrolyte adult, single foil, dispersive electrodes are designed for use with electrosurgical generators during electrosurgery and provide a path for rf energy produced at the active electrode to return to the generator. The conmed macrolyte dispersive electrode is for use with all patient populations providing there is sufficient surface area to ensure full contact of the electrode with the patient's skin. A DHR/lhr, device history record/lot history record, review was not accomplished as the lot number of the device was not made available. One (1) 400-2100 used device was returned to conmed complaint center for investigation. The returned device was examined in the laboratory. The returned product was partially folded over itself and stuck to the plastic sheet prior to receiving at conmed complaint center. A section of foil was observed to be exposed at the wire/foam tab end of the device. In addition, a minor discolored spot was also observed on the exposed foil area. The discolored spot was compared to the patient burn picture provided by the end user. The complaint failure mode was confirmed based on the available information. Dur to the reported injury, product containment action was performed through a ship-hold and risk to patient was addressed through a health hazard evaluation. A CAPA was initiated to address the root cause and corrective action plan. No further corrective action is recommended at this time. Conmed is considering this complaint closed.